Event description:
Device malfunction: none. Symptoms/ae: transient ischemic attack treated with heparin. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient had hypotension, treated with dopamine, and transient left-sided weakness, treated with heparin. One day post-procedure, both events resolved. Two days post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Hypotension and neurological events are known potential adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.